Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the non tortuous left anterior descending (lad) coronary artery with 95% stenosis. Pre-dilatation was performed with a 1.5x12 mm semi-compliant balloon at 12 and 14 atmospheres and the 2.75x18 mm xience xpedition stent was implanted. Post-dilatation was performed with a 2.75x15 mm non-compliant balloon at 14 and 16 atmospheres and a distal edge dissection was noted. A 2.75x15 mm xience xpedition was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.